Event description:
Doctor reports that the tibia cut was too thick for pt. Needed to increase liner thickness to 16mm.

Manufacturer narrative:
Methods: pre-op planning (pop), jig design, segmentation review, planning pictures. Results: segmentation, pop and jig design are within specs. Conclusion: all planning files are correct. Pop is correct and within spec. A possible overestimation of cartilage thickness could be a possibility.